Manufacturer narrative:
The device was received for evaluation. The returned device was labeled for single use. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. Functional testing was preformed, and the flow rate of the device was found to be within specification. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 1 </noe> malfunction events. It was reported that a small volume infusor under infused. The expected therapy time was 46 hours; however, the reporter stated that the device took 7 days to complete infusion. This event involved a patient with no patient consequences. No additional information is available.